Event description:
Per the clinic, the patient experienced infection and pain at the site resulting in device non-use. The patient has been prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.